Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle mom hip implant on her right hip. Patient has experienced pain, swelling, difficulty walking, standing for long periods of time, and difficulty sleeping. Due to patients chronic pain, discomfort, and other symptoms, she continues to require ongoing medical care. **update** 12/17/2012- medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2367585. A search of the complaint database finds additional reported incidents against lot code 2363320 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.